Manufacturer narrative:
Date of event: unknown, used the first date of the aware month.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prothesis(ipp) due to the device failing to remain inflated and preventing sexual intercourse. The ipp was tested in the office and the defect was confirmed. A patient outcome of stable was reported.